Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during an atrial fibrillation ablation a faradrive steerable sheath clear was selected for use. During the procedure, after transseptal stick, a non-bsc catheter was used to create a pre map prior to inserting the farawave catheter. The non-bsc catheter was removed and the farawave catheter was inserted, upon aspiration more air than normal was noticed, and it was determined that the valve on the sheath was damaged. The sheath was replaced, and the procedure was completed without patient complications. The device was received for analysis.

Event description:
It was reported that during an atrial fibrillation ablation a faradrive steerable sheath clear was selected for use. During the procedure, after transseptal stick, a non-bsc catheter was used to create a pre map prior to inserting the farawave catheter. The non-bsc catheter was removed and the farawave catheter was inserted, upon aspiration more air than normal was noticed, and it was determined that the valve on the sheath was damaged. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis and investigation is still in progress.